Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 dr. (B)(6) information sjm that he was explanting a trifect valve that was implanted approximately 6 years ago. The patient was experience distress. An echo was performed that revealed the patient was suffering from wide open aortic insufficiency due to a possible leaflet tear. It was confirmed upon explant the leaflet was torn. The patient is currently stable.

Manufacturer narrative:
Additional information: d10, h3, h6. Explant was reported due to aortic insufficiency. The investigation found that all three leaflets contained calcifications. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the base off all three leaflets. Leaflet 1 had fibrous pannus ingrowth on the outflow surface at the base of the leaflet. Leaflet 3 was torn. All three leaflets had fibrous thickening. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.